Event description:
Report status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the device would not cross. No patient effects were reported. No additional event or patient information is available. This event is being filed based on the return goods lab analysis of the device, which revealed a dislodged stent.

Manufacturer narrative:
(B)(4). Result - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned only the stent implant was returned on the stylet. There was no blood or contrast. In the middle of the stent implant there were two struts indented and slightly flattened. There was no other damage noted to the stent implant. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements did meet manufacturing criteria. The inner diameter of the protective sheath was measured with a pin gauge. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.